Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of the ivg tubing broke off into the t connector clave could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd" ivg tubing broke. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the tip of the ivg tubing broke off into the t connector clave it was being connected. I was just notify by the nicu that they had an issue last night with the alaris pump tubing. The tip of the ivf tubing broke off into the t connector clave when they were connecting it. The t connector and tubing needed to be replaced. They did not have the packaging as the tubing was already being used. I have the tubing in my office if you need it.